Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with dyspnea, fatigue, dark stools and decreased hematocrit levels requiring blood transfusions. A bedside push enteroscopy was performed without active bleeding visualized. The patient was discharged home on (B)(6) 2017 in stable condition. No further information was provided.